Manufacturer narrative:
(B)(4) catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model/lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2014, patient in (B)(6) had a percutaneous endoscopic gastrostomy (peg) tube placed. On (B)(6) 2016, patient had peg bumper wound debridement, washout and site was sutured with nylon stitch. Patient received 8 ml of lidocaine to peg tube site with no issues. Patient was discharged from hospital on (B)(6) 2016 and daily dressing changes have been done by community nurse. On (B)(6) 2016, patient had another procedure to peg tube site. There was a small collection around peg tube site, patient was given a local anesthetic of lidocaine 0.9%, a small incision to site was made and the collection was debrided and a washout was performed. The incision was closed with a nylon stitch, and a dressing was placed. Daily sterile dressing was done by nursing staff. Patient was treated with intravenous meropenem 1gm three times a day. On (B)(6) 2016, report indicated antibiotic meropenem 1g was continued with daily dressing to peg tube site. Patient denies any pain to peg site. Report on (B)(6) 2016 indicated that patient continued to have daily dressing to peg tube site and the site was intact. IV antibiotics were discontinued.

Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.